Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiac disease, cardiac failure, and myocardial infarction. It was not reported whether an autopsy was performed or not. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.